Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hypoglycemia with a lowest blood glucose (bg) of 42 mg/dl following a walk and a meal. The low was treated with carbohydrates, and bg returned to range during the call. No symptoms were reported, and no medical intervention was required.